Manufacturer narrative:
Remedial action exemption.

Event description:
During a pt treatment a blood alarm occluded with appropriate visual and audible response. The machine's blood pump appropriately stopped, but the venous line occluding clamp did not close as expected. The machine had passed the pretreatment alarm tests. Pt injury is not likely to occur unless the operator overrides the alarm condition. The nurse immediately clamped the pt's bloodlines and disconnected the pt from the extracorporeal circuit. The blood was recirculated while the level detector module was replaced, proper operation verified and the treatment restarted. There was no blood loss and no pt injury. The treatment was completed without incident.